Event description:
According to the info the pt states the tip of the last two ileo catheters they have received and used have broken off in their internal pouch. Both occurences required surgery with general anesthesia and IV antibiotics. They may require additional surgery to locate/remove the second tip.